Event description:
The clinician reported that almost 2 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician manually torqued the implant to 24 cm. Implant mobility was noted in this patient with excellent oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.